Manufacturer narrative:
The blue split cannula was returned protecting the needle tip. There is a slight left twist of the delivery needle. The white depth limiter was returned and has been trimmed shorter than the blue inner sheath. Only one t was returned. There is a small fraction of very frayed suture attached. The condition is consistent with manipulation or getting entangled with an instrument. There is a knot of unknown origin; not in the manufacturing configuration, tied to the anchor. There is a length of separate suture that has a cleanly cut end. This is not consistent with the complaint stating that the "wire" (suture) was broken. The manual advancement actuator lever was positioned fully forward. The actuator was functional. No mechanical issue was found. No root cause related to the manufacture of the device was established. There are no other complaints for this manufacturing lot. No further investigation warranted at this time.

Event description:
It was reported that, when using a meniscus suture device, after the t1 was deployed, the wire was broken. No patient injury reported.